Event description:
A micro elite snare was used in a clinical procedure to retrieve a detached stent. After deployment, the physician encountered resistance and attempted to retract the snare. The loop of the snare broke during attempted retraction. Due to failed stent delivery and retrieval, the patient underwent bypass surgery.